Event description:
It was reported that the pump battery was depleting quickly. The customer will continue to use the current pump. The customer's blood glucose was 90 -238 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.